Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The defective samples are not being returned for review; therefore a definitive cause of the failure cannot be determined. A review of manufacturing records was performed and no inconsistencies were identified. No further investigation is warranted at this time. (B)(4).

Event description:
During shoulder arthroscopic procedure, surgeon noticed upon use within shoulder metal flakes released into shoulder tissue. Doctor removed shaver from use and switched to another type promptly irrigating and shaving away metal flakes from soft tissue. Shoulder incision was opened, further irrigation used intraoperatively, procedure continued as planned.